Event description:
Patient had a "scope" on (B)(6) 2024 to remove scar tissue then had physical therapy and wasn't able to bend past 100 degrees. Patient stated will require a revision. Patient clarified "permanent" meaning can't extend knee past 100 degrees.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Reported event: an event regarding arthrofibrosis involving an unknown knee was reported. The event was confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: the first operative report dated11/7/ 23 details an uncomplicated mako assisted tka. The second operative report details and arthroscopic debrident of extensive intra-articular scar tissue followed by a manipulation under anesthesia. Postoperative pt and orthopedic office notes provide evidence of improvement following the second procedure however the patient still had difficulties with obtaining flexion and was limited to 106 degrees passively. Arthofibrosis with restricted knee range of motion following a primary tka is confirmed. The root cause of the arthrofibrosis cannot be determined from the documentation provided. Should further documentation become available I would be happy to further this investigation. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: the first operative report dated11/7/ 23 details an uncomplicated mako assisted tka. The second operative report details and arthroscopic debrident of extensive intra-articular scar tissue followed by a manipulation under anesthesia. Postoperative pt and orthopedic office notes provide evidence of improvement following the second procedure however the patient still had difficulties with obtaining flexion and was limited to 106 degrees passively. Arthofibrosis with restricted knee range of motion following a primary tka is confirmed. The root cause of the arthrofibrosis cannot be determined from the documentation provided. Should further documentation become available I would be happy to further this investigation. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had a "scope" on (B)(6) 2024 to remove scar tissue then had physical therapy and wasn't able to bend past 100 degrees. Patient stated will require a revision. Patient clarified "permanent" meaning can't extend knee past 100 degrees.